Event description:
On (B)(6) 2010, patient's mother reported the patient woke up with an elevated blood glucose reading of 383 mg/dl. Mother stated she gave the patient a bolus of 2.9 units of insulin. Mother reported the infusion device began beeping and vibrating with an e6 (mechanical error) alert. Mother stated at that time they noticed the insulin cartridge which should have had about 75-100 units of insulin in it; had no insulin in it. Mother reported the rubber stopper (plunger) in the cartridge was located right around the 100 unit mark of the cartridge. Mother stated she could not find a leak in the insulin cartridge and the rubber stopper of the cartridge was still intact. Reviewed alarm history. Mother reported the alarm history of the infusion device showed the device alarmed an e10 (cartridge error) alert and then also alarmed an e6 (mechanical error) alert. Mother stated she inserted a new insulin cartridge into the infusion device, which cleared both error messages, but then the patient faced some erratic blood glucose readings. Patient's normal blood glucose range is 90-150 mg/dl. Mother reported the patient faced the following readings and treatment: at 5:26 am, reading was 77 mg/dl. Patient's face turned yellow in color and she was vomiting. Mother gave her orange juice to drink; at 5:29 am, reading was 98 mg/dl; at 5:35 am, reading was 202 mg/dl. No bolus was given; at 5:51 am, reading was 50 mg/dl. Mother gave her more juice and peanut butter crackers; at 5:58 am, reading was 55 mg/dl; at 6:02 am, reading was 110 mg/dl; at 6:10 am, reading was 141 mg/dl. No bolus was given; at 6:18am, reading was 110 mg/dl; at 6:44 am, reading was 146 mg/dl; at 7:07 am, reading was 174 mg/dl; at 7:23 am, reading was 318 mg/dl; at 8:27 am, reading was 273 mg/dl; at 8:35 am, reading was 42 mg/dl. Then after being given dextrose at her doctor's office, at 9:31 am, reading was 507 mg/dl; at 11:26 am, reading was 36 mg/dl; at 11:34 am, reading was 52 mg/dl; at 11:45 am, reading was 102 mg/dl; at 12:39 pm, reading was 293 mg/dl and her doctor then let her go home. Mother reported the cartridge compartment did smell of insulin and the compartment window did appear to have condensation. Mother stated that insulin did not 'spill' out of the cartridge. Product was replaced and requested return of the suspect product for evaluation.